Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility rep. "Per this customer they have this new cardio system that has just recently been installed and per this customer they state they have had very unusual issues where the treadmill has stopped on them during the studies approx 4 or 5 times. She did state they have performed several mock studies on co-workers and have had this issue occur and that it also has occurred on several pt studies from which I asked if anyone has been injured at all during any of these treadmill stoppages, she stated no none. She went on to state she had checked all her connections from the treadmill which is a tmill-t ped that they have has since 9/21/2006 serial # (B)(4) to the pc and that she did notice that the com port cable had been slightly loose which she had tightened up however, that did not make a difference on this issue. Today, (B)(6) 2011, she had the facility physician dr (B)(6) get on the treadmill to see if this issue would occur again. The treadmill stopped 30 seconds into stage 1 of bruce protocol, she stated, and they exited the program and restarted the test with no problem. "Had her confirm the cams serial number for me which is (B)(4) shipped on 1/18/2011, had her advise me if she had any error messages, warning messages or anything of the sort that may have come up she stated none. Went thru her connections with her and all appear to be correct and seated properly. At this point this issue appeared to be a known identified treadmill stoppage issue that carefusion has been aware of. I proceeded to then advise this customer of what carefusion is aware of and went thru verbatim if you will the "talking points" to advise this customer of what we are aware of on this unusual issue. I added that they not use the treadmill system at all due to possible safety issues that can and may occur due to a sudden stoppage which this customer stated clearly to me they will not use the treadmill. I also advised her that they could consider using a bike if they have one which she stated they have the older system including the bike and the cardiosoft version 4.2 system that is still in the facility in the adjoining room which she will revert to as she stated they must continue to use the existing treadmill they have and that it had been hooked up to that original system prior to this new install and that worked perfect per this customer. She asked if carefusion can have a fsr come onsite to assist them on setting up that original system they want to revert back to and not use this current system until this issue is resolved. I advised her that I will forward all of this info on and setup a service call to get a fsr onsite to assist on this change out. She also stated, she will forward via email which I have provided the support mail box address so that she can forward on all she has documented on what has occurred. (B)(6) will be the call back contacts for this service call to get the original system hooked back up for this customer." The following info concerning the event was copied by a carefusion tech support specialist from an e-mail from a user facility rep. "We are currently having problems with our new equipment software with the treadmill, it is as listed: on (B)(6), I used the "test" subject to run the bruce, mod-bruce and mod-balke, I had no problem. On (B)(6), I read the quick guide, for my first pt test (eia) I started the treadmill, my pt got on and then I clicked exercise. I gradually increased the speed and grade (2 mins) to achieve target hr (165). At this point, the treadmill suddenly stopped. I re-started test with pt and followed the quick guide and there was no problem. On (B)(6), with the next pt's eia at 08:30am) I followed the quick guide instructions and the treadmill stopped again. Exit, restart and had no problem. On (B)(6) 2011 at 3:45 pm, (B)(6) did test on another co-worker using quick guide, she started in bruce then changed to modified bruce (>/< speed and grade), the treadmill stopped within 3 mins. She exit and restarted using bruce protocol (as in cardistress) had no problem. Later we used the "test" subject and the treadmill stopped again. Today (B)(6) and I did cardio-pulmonary test (w vo2) on dr (B)(6). I checked all the connections at the back of the equipments, the only slightly loose cable was the one connected to the treadmill at the back of the computer, I tighten that cable prior to test. The treadmill stopped 30 seconds into stage 1 of bruce protocol. We exited and restarted the test with no problem. Is the problem the treadmill? Please give us a call asap to re-evaluate and resolve this problem. We are currently calling all the pts until this problem is resolved. Greatly appreciate your help. I will also contact tech support today after my last pt at 2:30 pm and test with dr (B)(6) at 3:30pm. If 2:30 pt no show I'll call tech-support, hopefully we can solve the problem before dr (B)(6) test." The following description of the event was copied from block 5 of the user facility medwatch report received by carefusion from the FDA on 04/19/2011. "Title: xxxxx" - "event desc: abrupt stopping of the treadmill occurred during pediatric exercise testing. We were told by carefusion tech support that carefusion knew about this "glitch" prior to the install and training, but continued with the install and training with no prior notice to us. We were told by sales and service that the company would get back to us with an update as to the course of action carefusion is taking to remediate this problem. Our new system has been shut down since determining the nature of this glitch." "Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working)". "Device usage problem: device malfunction - that is, the device did not do what it was supposed to do."

Manufacturer narrative:
On 04/19/2011, carefusion sent a letter to the user facility explaining that subsequent to the shipment of their device carefusion became aware that some vmax encore 229 systems with a trackmaster treadmill and ge cardiosoft ECG 6.5 cam usb combination have experienced intermittent stoppage of the treadmill. Carefusion further explained that in our focus to identify and solve the problem there was a gap in communicating with them. As we await a permanent solution from our supplier carefusion has offered in the interim to install a computer compatible with the cardiosoft 4.2 hardware and software they already have and the vmax encore 229 in order for them to continue testing patients. (B)(4). Carefusion's investigation has isolated the issue to a communication loss between the ge cardiosoft ECG 6.5 cam usb hardware/software and the trackmaster treadmill. Carefusion has issued a corrective action request to the supplier of the cardiosoft ECG package. Once the solution has been identified and validate, carefusion will provide it to the affected customer's. The carefusion field service rep installed a down revision computer compatible with the cardiosoft 4.2 hardware and software the user facility already had and ran the system through a complete checkout to ensure it meets all factory specs.